Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate therapy for diabetes management. Customer declined troubleshooting with tandem technical support and declined to provide further information.